Event description:
It was reported that, "pt is experiencing pain in the inside of his knee he thinks is the ligament. He hears clicking and grinding noise. He feels pain in the top of the quad tendon. His knee also swells at times. When he is not in pain he is fairly active. He takes medication on occasion to reduce the swelling and pain."

Manufacturer narrative:
An eval of the reported device cannot be performed as the device has remained implanted in the pt and not returned to the manufacturer. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.